Manufacturer narrative:
Additional information updated in section patient information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and replaced the exhalation flow sensor (evq). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator was displaying a "severe occlusion" alert message and had declared a "safety valve open" alert condition indicating a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.